Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported device would not properly seal. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the instrument was inspected prior to use. The surgeon was sealing at the time of the issue. The instrument would not successfully seal and had insufficient sealing. There were no errors at the time of the event. It was unknown if tones were heard or if there was tissue effect. It was unknown if tissue was cut that was not fully sealed. The jaws did not contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. It was unknown if there was any unexpected bleeding.

Event description:
Refer to h11 for follow-up information.